Event description:
It was reported the programmer won't boot up. It was also reported there was loud fan noise prior. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: r2290 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported boot up issue; programmer powered up and worked as expected. Analysis was not able to confirm loud fan noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.